Event description:
Pt reported that their one touch basic original meter was giving inaccurate readings. During troubleshooting, it was discovered that the check strip test failed twice. This issue was not resolved. Pt had also performed a precision test with results of 43mg/dl and 210mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.